Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified anterior tibial artery. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. During the procedure, the balloon initially inflated at 8 atmospheres for 30 seconds. Upon second inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problems, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.